Manufacturer narrative:
Initial reporter phone: (B)(6). Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2018, clinical status assessment indicates the patient's qualifying condition as stable angina. Prior to procedure, the patient was found to have elevated biomarkers. Subsequently, index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) with 90% stenosis and was 44mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of 4.00x48mm study stent. However, following stent placement, a grade a dissection was noted at the proximal to target lesion which was treated with des overlapping study stent to proximally cover the dissection. Post-dilatation was performed and the residual stenosis was 0%. The patient was discharged on dual anti-platelet therapy.

Event description:
(B)(6) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2018, clinical status assessment indicates the patient's qualifying condition as stable angina. Prior to procedure, the patient was found to have elevated biomarkers. Subsequently, index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) with 90% stenosis and was 44mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of 4.00x48mm study stent. However, following stent placement, a grade a dissection was noted at the proximal to target lesion which was treated with des overlapping study stent to proximally cover the dissection. Post-dilatation was performed and the residual stenosis was 0%. The patient was discharged on dual anti-platelet therapy. It was further reported that a small edge dissection was noted in the proximal rca.

Manufacturer narrative:
Initial reporter phone: (B)(6). Device is a combination product.